Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/11/2013: the device was returned to animas and evaluated by product analysis on 08/22/2013 with the following results: dim pink display screen was duplicated. Replaced bad display screen with a new good display screen which is showing a strong contrast and clear text. Unrelated to this complaint, 'contact' button is unresponsive and evidence of contamination is found under all key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display on their device had gradually dimmed to a point where it was impossible to view while in sunlight. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - product analysis evaluation date should read:the device was returned to animas and evaluated by product analysis on 08/22/2013.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.